Event description:
It was reported that during an unknown procedure the device could not open after the second firing. Furthermore the staples fell off after removing the swing tab. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Missing staples. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Lung. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Yes. If echelon, during which stroke did the event occur? 3rd. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Across. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Like normal. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. The surgeon pressed the release button many times and finally open it. Is there any other additional information you would like to share about this device or procedure? No. The analysis results of the device found that it was received in good visual condition and with a reload inside a sample bag. Upon evaluation, the reload was partially fired 2/3 and it was noted to have the deck damaged; two drivers were found out of its intended position. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore, there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened properly during testing. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. In addition, an ecr60d unfired was received. Upon evaluation, it was noted that three staples were missing from the cartridge. However the missing staples does not created a fluid path or compromises the integrity of the staple line. The batch record was reviewed and no anomalies were noted during the manufacturing process.